Event description:
It is reported that the pt's knee was revised the to tibial loosening.

Manufacturer narrative:
This event was originally submitted as MDR # 1822565-2013-01089. Evaluation codes: to date, no product or operative notes have been received for review. With the info provided, a root cause for this event remains undetermined. The device history records were reviewed for the tibial component, indicating the device was manufactured, inspected, and packaged to specifications. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.